Event description:
Dr. (B)(6) reported that a silent nite 3d one piece appliance has broken. Reportedly the anchor broke off on the lower left side. The patient reported that the device broke on (B)(6) 2026, and they discontinued use that same day. The patient has excellent oral hygiene. No injury was reported.

Manufacturer narrative:
The reported device has been returned for analysis;however, the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.manufacturer reference: comp (B)(4).